Manufacturer narrative:
The reported events of failure to remove from header was not confirmed. As received, only the connector pin was returned for analysis. Dimensional analysis of the connector pin was within specification. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.

Event description:
It was reported a patient presented for a generator change on (B)(6) 2023. During procedure, it was noted the patient's right ventricular (rv) lead would not remove from the device header. The rv lead was capped and replaced within the same operation. Post-procedure the patient was stable.

Event description:
New information received notes the right ventricular (rv) lead was explanted. Post-procedure the patient was stable.